Event description:
In 2005, the pixel stent was deployed in the mid lad and the procedure was completed successfully. On nuvember 15th, 2005, the pt was not aware of any anomaly; however, myocardial ischemia and in-stent restenosis (100%) of the deployed pixel stent were confirmed. In additional to the in-stent restenosis of the pixel stent, the lad immediately proximal to the ostium of the mid lad was also confirmed to be stenosed. Per the physician judgement, no treatment was performed for the in-stent restenosis itself, but treatment for the stenosis in the lad was performed.